Event description:
Reference imp #(B)(4).

Manufacturer narrative:
The device was returned to the manufacturing facility in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. There was no pt injury reported for this incident. (B)(4).